Manufacturer narrative:
The proximal portion of the pusher was returned for analysis. The body coil was noted to be stretched and broken at the body coil hypotube transition. An electrical continuity test was unable to be tested, as the device was broken at the middle section. No analysis could be performed for the distal portion of the device, as it was not returned for analysis. Based upon the investigation analysis and available information, the reported complaint of unexpected detachment after non-detachment was unable to be verified. The distal portion of the pusher was not returned, preventing analysis of the condition of the monofilament, and the damage of the returned proximal portion of the pusher prevented testing of the electrical continuity. The root cause is unknown.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, an attempt was made to detach the coil with the controller; however, the coil did not detach. During removal, the coil detached in the microcatheter. Approximately 2cm of the coil was easily pushed into the aneurysm with the coil pusher and implanted successfully. There was no reported patient injury or intervention.